Event description:
It was reported that the patient experienced dizziness. The lead exhibited high thresholds and the r-wave value had decreased. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.